Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the gastrointestinal videoscope light guide lens has discoloration. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was coming from the suction cylinder which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was foreign material coming from the suction cylinder due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that there were liquid leaks due to deformation of the right and left knob. It was also observed that the condition of the light guide bundle did not meet the standard. It was observed that there was a crease at the chard-couple device lens. It was also observed that the light guide lens was broken. It was observed that the adhesive part of the bending section was broken. It was also observed that there was a crumple at the connecting tube and switch 1 was crumpled. It was observed that there was a crease at switch 2 and at the scope connector. It was also observed that the control cover was worn. It was observed that the universal cord was deformed. It was also observed that the scope connector was damaged. Lastly, it was observed that the distal end was worn and burnt. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed that it was not removed due to improper reprocessing caused by leakage. Olympus will continue to monitor field performance for this device.